Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that following. The angulation ranges for all direction had no abnormality. There was no abnormality on the exterior of the insertion section and the distal end. There was no water leakage. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from the user facility and omsc evaluation results, omsc concluded that the reported phenomenon was attributed to something other than the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that the physician performed the upper gastrointestinal endoscopy using the subject device to follow up the patient who had the mild abnormal values of carcinoembryonic antigen (cea), and after the subject procedure the user found that the patient's descending duodenum had been perforated. The user facility performed emergency open surgery and the patient's duodenal perforation was surgically sutured on the same day then the patient was hospitalized. The subject procedure was difficult case for insertion to the descending duodenum. The user facility checked the subject device before the use, and the subject device had no abnormality. The physician stated that the patient had been followed up every year and no abnormality was confirmed, also the cause of the perforation was unknown. There was no further report of patient injury associated with this event except the reported issue, but the patient requested to check the subject device.